Event description:
The balloon ruptured during the procedure causing abdomen to deflate. Meanwhile, when a new trocar was introduced and the area was inspected, it was noted that a small piece of plastic from the balloon had disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: laparoscopic hernia repair. Pt status: no pt injury reported.